Event description:
During a procedure with the tenex system, a portion of the microtip needle separated from the rest of the handpiece and was retained in the treatment site. The patient was hospitalized for some period of time and the piece was removed by a different surgeon.